Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the reason for return as "burning during use". There were no injuries reported as a result of this event.

Manufacturer narrative:
Evaluation of the handpiece indicates the pre-repair temperature testing could not be performed as the handpiece would not run. Error code 15 was displayed on the console when connecting the handpiece. The motor, housing, bearings, and other internal components were either worn or corroded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis couldn't run the pre-repair temperature test as the motor wouldn't run. The inspection found the motor, housing, bearings, shaft key, front seal, and screws were all worn. The shaft was corroded. The components were replaced and the device tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis completed.